Event description:
It was reported that a user experienced loss of signal from a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas after a sensor change and the user shut down the ilet; after reboot, cgm readings did not populate until the user toggled the sensor setting and re-paired, after which pairing was confirmed. Symptoms included no glucose data displayed with no adverse clinical symptoms. Outcomes included education and restoration of pairing following troubleshooting with no health impact. User support included remote troubleshooting guidance, power cycling with proper charging procedure, sensor type toggling, and re-pairing of the cgm. Investigation of this case revealed a communication pairing issue between the cgm and ilet without evidence of device hardware failure, resolved through re-pairing and configuration steps. It was concluded, based on previously established findings for similar reports, that the cause was user interface and pairing workflow factors leading to temporary loss of cgm communication resolved with standard troubleshooting.